Event description:
The facility reports a pt who was sitting in a chair was lifted with the hoist. The nurse moved the chair away to move the hoist to the bed when the hanger bar detached with the sling and the pt. The pt fell approximately three feet to the floor. Pt received a bump to the back of the head.